Manufacturer narrative:
A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
Unique device identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable ise indirect na, k, cl for gen.2 results for sodium (na) for three patient samples on a cobas 6000 c (501) module. All repeat results are from a second c501 analyzer. The initial results were reported outside the laboratory; the repeat results were sent as corrected reports. Patient initial result = 132 mmol/l; repeat result = 140 mmol/l. Patient initial result = 135 mmol/l; repeat result = 143 mmol/l. Patient initial result = 135 mmol/l; repeat result = 143 mmol/l. The customer noted a previous issue with questionable results on the analyzer; however, results were not reported outside the laboratory in the previous event. No adverse event was reported for the patients. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found contamination in the ref cord (cable) resulting from dried buffer from errant liquid. The fsr replaced the ref cord (cable). Calibration and qc was performed, and the analyzer operated as required. Upon follow-up, the customer did not report any issues with qc or any other issues with the analyzer.